Manufacturer narrative:
Concomitant medical products: evolutr-29-us valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and the cause of death was indicated as sepsis. The cause of sepsis was requested and not received.

Manufacturer narrative:
Concomitant medical products: evolutr-29-us valve implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.